Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Fluoroscopy was performed and dislodgements of the right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) lead were confirmed. The dislodgements were due to twiddler's syndrome. The rv lead was dislodged into the tricuspid valve, this caused p-wave oversensing which resulted in the inappropriate therapy. Increased capture threshold was noted on all three leads, as well as decreased sensing and increased pacing impedance on the ra lead. The leads were repositioned to resolve the event. The patient was stable. Related manufacturer reference number: 2017865-2021-09277 related manufacturer reference number: 2017865-2021-09280